Event description:
It was reported that versacross connect laac access solution was selected for pulmonary vein isolation. During the procedure when versacross connect for faradrive was inserted into the body for sheath exchange from access sheath to faradrive sheath for transseptal puncture (tsp), the versacross wire tip tangled on itself and was not able to freed up with maneuvering by physician. Thus, a new verscross kit was opened to be used. Hence, the tip of the dilator appeared to be folded back a small amount. The procedure was completed successfully with alternative device. No patient complications were reported. The device is not expected to be return for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separated report for the versacross rf wire is being submitted. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.